Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to thermal induced impact, wear and tear, improper handling, mechanical overload like fall, shock or similar stress. There are no countermeasures necessary for the suggested phenomenon because the associated risk is acceptable. The manufacturer will monitor the occurrence rate in the context of the utilized quality management system. If necessary, the manufacturer will take action in the future. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the resection sheath, 8 mm, for 8.5 mm/26 fr. Outer sheath, abs had a sheath failure. The device was returned for evaluation and during the evaluation the following reportable malfunction was found: the ceramic tip was damaged. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: the ceramic tip was damaged. The following non-reportable malfunctions were found during the device evaluation: the sealing rings were worn and the outer tube had rust. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.